Manufacturer narrative:
(B)(4). The lot number was provided. A follow up report will be submitted with all relevant information. The rx accunet referenced is being filed under a separate medwatch report number.

Event description:
It was reported via trial that during a procedure in the right internal carotid artery, during advancement of the stent delivery system (sds), the non-abbott guide catheter prolapsed out of the carotid artery. Despite loss of guide catheter position, an attempt was made to position and deploy the stent. It was believed that the stent had fully deployed, however, as the sds was removed the partially deployed stent remained on the sds and was removed from the body. At the same time, the open embolic protection filter was accidentally pulled out of the anatomy. The guide catheter was repositioned and the procedure was successfully completed using another filter and stent. There was no adverse patient effect. Reportedly, patient anatomy and user error contributed to this event. Though requested no additional information was provided.